Event description:
Info rec'd indicates, the brakes are engaging but not holding at the rear casters.

Manufacturer narrative:
The technician found the casters were worn and the brake mechanism was fully adjusted. The technician replaced both rear casters to repair the stretcher.